Event description:
It was reported via repair work order that the brakes were not holing due to worn brake rings. It was also reported that the brakes were not holding due to worn caster wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.